Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the two different product codes ( w9978, lot xabdpww0 and w9962, lot xbbdhsq0) found together in one sealed box? If yes, please indicate product code and lot number of the box. How many devices from product code w9978, lot xabdpww0 demonstrated the alleged deficiency? Was there any alleged deficiency with product w9962, lot xbbdhsq0? Please explain. Are there photos available of the alleged deficiency for visual analysis? Were there patient consequences? If yes, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager).

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by healthcare professional that when using 20 vicryl rapide there have been boxes that were sealed and opened that contain 2 needle sizes. Lot - xbbdhsq0 contains 35mm needle which is what we use and lot - xabdpww0 contains a 48mm needle which is too big. Device availability is unknown. No adverse patient consequences were reported. Additional information was requested.